Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. Device was monitored and no unexpected audio/beep anomaly, absence of audio/beep alarms or pump error 63 alarms in the formatted history noted during testing. Device uploaded to carelink pro and generated summary reports without any errors. No unexpected error message during the upload or report generation noted. (B)(4).

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call audio anomaly on the insulin pump. Troubleshooting was performed. Customer advised the insulin pump beeped multiple times and the issue remained unresolved no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.